Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The 2-way valve, proportional valve were replaced to resolve the reported issue.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.